Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they submerged the device in detergent solution, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of bending section cover leak was confirmed; a pinhole was observed on the bending section cover. The following additional findings were also noted: assorted scratches, cracks, component buckling, discoloration, worn parts, loss of water tightness, looseness of air/water supply, nozzle drain failure, insufficient angulation, and angle play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was an air leak from the bending section cover of their gastrointestinal videoscope. Upon inspection and testing of the returned unit, foreign material was found to be clogging the nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.